Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient was explanted due to an infection (chronic otitis media) accompanied by discharge. The recipient was not re-implanted. The recipient will be reimplanted on a later date.